Event description:
It was reported that when a patient presented in-clinic for a follow up, x-ray revealed lead dislodgement. The lead was repositioned and remains implanted. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4)